Event description:
Pump alarm 20 was reported by the customer during pumping. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, confirming the customer's shipping address and instructing the customer to return the problematic pump using a pre-paid label within 10 days. The customer was informed to put the pump into storage mode before returning and agreed to use multiple daily injections as backup therapy.